Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported the m540 was not giving EKG readings. The m540 was swapped out - approx 30 seconds in delay to patient treatment with no reported injury.

Manufacturer narrative:
It was reported the m540 was no longer displaying ECG/EKG readings. A draeger fse (field service engineer) went onsite to evaluate the m540 unit but was unable to verify/duplicate the reported issue. As the ECG/EKG cable were discarded prior to evaluation, a precise root cause could not be determined however, the reported issue is consistent with faulty ECG/EKG cable set. The fse performed device checks iaw draeger ipm-l service procedures then was able to verify proper ECG readings were displaying on the m540. It was confirmed all tests passed draeger specifications then the unit was returned to service.

Event description:
It was reported the m540 was not giving EKG readings. The m540 was swapped out - approx 30 seconds in delay to patient treatment with no reported injury.